Event description:
It was reported that, "when making the cut through the distal block, the capture broke off."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.